Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was an e315 scope communication error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage appears to be linked to a component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the¿bronchovideoscope camera was not working.¿the issue was found during inspection for use. There were no reports of patient involvement.